Event description:
This ra lead was implanted on (B)(6) 2011 and remains implanted at this time. A call to technical services placed on 11/7/2013 stated that technical services received strips for evaluation. The rhythm appears to be atrial fibrillation with a rapid ventricular response. At inhibit, the atrial rate was > 300 bpm with the ventricular rate around 170 bpm. At detect, the atrial rate was 164 bpm and the v rate was 176 bpm. This indicates that there is some atrial undersensing that caused therapy to be delivered to the point where therapies were exhausted. The current level of atrial sensitivity setting is 0.25 mv. This brought the patient to the hospital. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).